Event description:
After lasik, everything appears abnormally dim. In a normally lighted room, it all looks dark. To be able to see, I require very bright lighting that is uncomfortable for anyone else in the room. Cannot drive at night due to halos (tail lights, head lights, street lights cause halos that obscure field of vision), especially problematic during winter when it is dark during the times, one would normally be driving to/from work or multiple other normal activities. Halos make it difficult or impossible to read road signs at night. I had to completely give up driving after dark and am now dependent on others for everyday transportation. I was told this was a possible temporary side effect, but my surgery was 18 years ago. (I don't recall the exact date, I guessed at the date for answering the previous question. The surgery improved (did not totally correct) my distant vision. But I now require high magnification "reading" glasses. Worst of all is the severe impairment of mid-range vision that is too far away to be corrected with reading glasses. The mid-range vision was not a problem prior to lasik "mid range" includes using a computer at a normal distance. I have to put on reading glasses and hunch forward to get close enough to the screen. "Mid-range" also includes the dashboard and mirrors on a car. A person with normal vision can easily look back and forth from the road to the mirrors to the dashboard as needed. When I am drinking (during daylight hours since I can't drive at night) I can't see what I need to see. None of these problems existed prior to lasik surgery. These are not just minor side effects or annoyances. They are true impairments that prevent me from doing normal daily activities. And the issues that affect driving are truly dangerous unless one gives up driving.